Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The reported event of a no external power alarm while on mpu was confirmed based on the information recorded in the provided log file. The mobile power unit serial (B)(4) was not returned for evaluation. The mpu was manufactured prior to the ac power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that during the manufacturer¿s technical services representative¿s review of the submitted routine log file, a no external power alarm that occurred when the lvad was connected to the mobile power unit (mpu) was observed. The alarm was possibly due to a loose connection between the power cord and where it connects to the mpu. On 04may2018, additional information was provided by the lvad clinician that it is unknown if the power cord became loose from the mpu or if became loose from the wall outlet. The patient was asymptomatic at the time of the event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01752. This report was submitted as additional information.